Event description:
It was reported that the bd smartsite¿ bag spike, priming volume 0.5 ml experienced leakage. The following information was provided by the initial reporter: although the dropper chamber was filled correctly, the chamber "depurged" as the solution progressed through the tubing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd smartsite¿ bag spike, priming volume 0.5 ml experienced leakage. The following information was provided by the initial reporter: although the dropper chamber was filled correctly, the chamber "depurged" as the solution progressed through the tubing.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 30 may 2022 . H6: investigation summary a 2300e sample was received for investigation without packaging and with residual fluid in the line; no packaging was received, however the customer indicates that the complaint sample was from lot 21036424. The returned sample was received with the smartsite connected to the male luer of an unknown infusion set, with the spike of the infusion set spiked into an mfx2410. From the feedback provided by the customer it appears that the level of fluid within the drip chamber emptied as the infusion occurred. A visual inspection of the returned 2300e sample did not identify any damage or manufacturing defects which may have contributed to the customer's experience. Functional testing was performed by connecting the texium of the mfx2410 to the smartsite of the 2300e and subjecting to a gravity infusion; the infusion completed successfully with no issues identified throughout the infusion. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21036424 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customer¿s experience. It was noted from the photograph provided by the customer, as well as analysis of the samples returned for investigation, that the 2300e had been connected directly to the male luer of the infusion set and not to the mfx2410; however it is not possible to determine if this was the customer's infusion set up and therefore may have contributed to the customer's experience. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 2300e product over the past 12 months.